Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that while she was on the backup plan and waiting for her replacement pump, her blood glucose reading was ¿high,¿ above 600 mg/dl. At the time of the call to animas, the patient was able to administer self treatment to lower her blood glucose reading to 398 mg/dl. The patient did not have any symptoms. This complaint is being reported because the patient had elevated blood glucose while she was on possible inadequate backup plan and waiting for a replacement pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.